Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) level of 334 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.